Event description:
It was reported via repair work order that the unit cannot support weight due to a broken strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.